Manufacturer narrative:
Additional information: d10, h6, h10. Analysis was normal. No device problems were found. Analysis found the atrial setscrew inset was partially stripped causing the problem untightening the setscrew. There were septum punch-outs in the setscrew inset caused by the user¿s torque wrench insertion. The punch-outs can indicate incorrect wrench insertions by the user.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the replacement procedure, the atrial set screw was completely stripped. The bone cutters were unable to retrieve the lead and it was capped. The atrial port was plugged into the new can. The patient had conveniently been in chronic atrial fibrillation since 2016. It was not a major dilemma beside loss of MRI conditions. The device was explanted and replaced. The patient was stable.